Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated low blood glucose events while using the ilet system with a g7 sensor, including episodes during yoga and upon waking, and the user expressed concern that the system was overcorrecting and not adapting to insulin sensitivity patterns; the user had previously performed a factory reset and had been pausing insulin before exercise, and review indicated frequent ¿less than usual¿ meal announcements that could maladapt the algorithm. Symptoms included dizziness associated with hypoglycemia, with a reported nadir of 65 mg/dl and approximately 20 minutes below range. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included support review of usage patterns, education on correct meal announcements, and scheduling of additional training for potential reset due to suspected maladaptation. Investigation of this case revealed that incorrect meal size announcements likely led to algorithm maladaptation and increased risk of hypoglycemia during and outside of exercise. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcements was the most probable cause.